Manufacturer narrative:
Additional information: d4, g3, h2, h3 the results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.

Event description:
During set up for an atrial flutter procedure, with the patient in the room, a communication issue occurred with the amplifier which caused a delay. The amplifier was flashing a green status light and the dws and amplifier had to be restarted four times to resolve the issue. There were no adverse consequences to the patient.